Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient discovered to have a filamentous thrombus in the left atrial appendage measuring approximately 0.9cm x 0.9cm after trans-esophageal echo (tee) interpretation. The patient was given warfarin and metoprolol to treat the above condition. A tee was performed on (B)(6) 2018 and no clots were found. A direct current cardioversion (dccv) was completed at 150 joules to an underlying sinus rhythm (sr) with 15mg IV brevitol for sedation on (B)(6) 2018. Inr was reported to be 2.94 on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
This report was determined to be duplicate to MFR # 2916596-2019-01666. Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the report of thrombus could not be confirmed as no images were submitted by the account and heartmate 3 lvas, serial number (B)(6), remains in use. Additionally, a specific cause for the patient¿s infection and a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this investigation. The heartmate 3 lvas IFU lists infection (local, pocket, and driveline), cardiac arrhythmia, and thrombus as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. This IFU also provides care instructions in regard to preventing infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jan2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in clinic or (B)(6) 2018 with upper-respiratory infection symptoms complaining of fatigue and shortness of breath. On (B)(6) 2018 patient with history of atrial fibrillation found to be in persistent atrial fibrillation (afib) with rapid ventricular response (90-110bpm) since vad implant. No associated specific clinical compromise but afib though to be contributing to general fatigue and shortness of breath reported by the patient. Transesophageal echocardiography (tee) done prior to scheduled cardioversion on (B)(6) 2018 revealed new left atrial appendage thrombus. Cardioversion was delayed until resolution of thrombus. The patient returned to the emergency room on (B)(6) 2018 complaining again of exacerbation of fatigue and shortness of breath along with addition of chest pain caused by coughing. Chest x-ray showed pulmonary edema. Labs revealed elevated b-type natriuretic peptide (bnp). The patient was admitted for observation and further workup. During hospitalization, the patient was diuresed with 4mg bumex bid with appropriate response and transitioned back to oral bumex dose of 4mg in the morning and 2mg in the evening. Hydralazine and benzonatate were started. The patient was admitted on (B)(6) 2018 for 23-pound weight gain and associated shortness of breath with pedal edema despite diuretic optimization since discharge from heart failure hospitalization 1 month prior. Echocardiogram done at that time noting moderate right ventricle dilation and moderate systolic dysfunction as well as left-atrial appendage thrombus preventing cardioversion for ongoing atrial fibrillation. The most likely trigger was dietary indiscretion and improper fluid intake. The patient was transitioned to bumetanide 2mg per hour intravenously and started on dobutamine 12mg per hour with plan for repeat echocardiogram to assess resolution of left-atrial appendage thrombus and ultimate cardioversion. Type of thromboembolism was noted as arterial non-central nervous system (cns) thromboembolism. The patient was diuresed on bumex by drop for several days and was also administered multiple doses of metolazone and a short duration of dobutamine. The patient was transitioned to oral bumex on (B)(6) 2018. Successful cardioversion to ap/bvp (sinus underlying) was performed on (B)(6) 2018 when the subject was hospitalized. The patient was discharged (B)(6) 2018.